Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer also reported that, the transmitter did not blink when it was connected to sensor. Customer declined troubleshooting for the high blood glucose and treated with a bolus from the pump. Customer is reporting a bent sensor cannula. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.